Manufacturer narrative:
The device will not be returned for evaluation; however, the provided photographic evidence exhibits the reported event. A 2 year lot history review shows 2 events for this lot number and failure mode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 53 reports, regarding 56 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following: do not use the probe for mechanical displacement of tissue, damage to the probe may occur. Maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/ or injury. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, aes-90sn, aes-90sn probe assy,suct,sin was being used during a shoulder arthroscopy on (B)(6) 2023 and ¿edge 90 that had the distal component fall off and get stuck in soft tissue¿. There was no impact or injury to the patient. The procedure was completed with a 5-10 minute delay. After further assessment it was discovered that ¿graspers were used to remove the loose item from the surgical site¿. The "patient and user are fine". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the device, aes-90sn, aes-90sn probe assy,suct,sin was being used during a shoulder arthroscopy on (B)(6) 2023 and ¿edge 90 that had the distal component fall off and get stuck in soft tissue¿. There was no impact or injury to the patient. The procedure was completed with a 5-10 minute delay. After further assessment it was discovered that ¿graspers were used to remove the loose item from the surgical site¿. The "patient and user are fine". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.